Event description:
Alaris medley pump was being used to infuse propofol. The nurse noticed the fluid was free flowing in the drip chamber. Module taken out of service and sent to biomedical engineering who discovered a broken platen spring top hinge. Additionally, we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.